Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable high ise indirect na, k, ci for gen.2 results for over 34 patient samples. One example was provided. The initial sodium result was 171 mmol/l with a data flag which caused the sample to be automatically repeated. The repeat result was 169 mmol/l. This result was reported outside of the laboratory and was questioned. About four hours later, they repeated the same sample on a different cobas 8000 analyzer and the result was 144 mmol/l which they deemed correct. The customer stated they had similar results for chloride with this patient sample. No specific data was provided. The customer was not aware of any harm to a patient based on the event. There was no allegation of an adverse event. The sodium electrode lot number was f9976 with an expiration date of 21-jan-2019. The field service representative could not find a cause. He ran ise checks and precision testing. All mechanical and operational checks passed successfully.

Manufacturer narrative:
The customer pulled all patient samples from the time period of the event and performed repeat testing on another cobas 8000 analyzer after a physician complaint about the one patient¿s results. Additional data was provided for 34 patient samples with discrepant results. Refer to the attachment to the medwatch. The investigation was unable to find a definitive root cause.